Event description:
The customer reported via phone call experiencing high blood glucose levels and requested assistance with changing her basal settings. The customer's blood glucose was 400 mg/dl. She stated that she would need to be in a different pattern of basal from her standard settings while taking a steroid medication. She stated that she was in the hospital due to an issue unrelated to diabetes. She was treated with an intravenous drip while in the hospital and advised that she was able to bring her blood glucose down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.